Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: after firing, a tear was noticed on a section of the staple line. The device was removed and the rectal stump was sutured with wire and staples. Another device was used to complete the procedure. There was unanticipated tissue loss. There was unanticipated tissue tearing. There was an extension of operating time greater than 30 minutes.

Manufacturer narrative:
(B)(4).